Event description:
It was reported that during a routine check on a pre-primed circuit, the centrimag motor made a loud noise. It was observed that the white impeller inside the centrimag pump head was not spinning. The centrimag pump head was put in to another centrimag motor to investigate this issue, this worked as normal so it was determined that the issue was with the centrimag motor and not the pump head. A pedivas pump head that was available was put on to the centrimag motor with the same result ¿ a loud noise and no spinning of the impeller, confirming the issue is the centrimag motor. There was no patient involvement; this fault was identified during a routine check of a pre-primed circuit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d5: corrected. Section d9: device returned. Section e1: reporter contact information was not available. Section h4: manufacturing date added. Manufacturer¿s investigation conclusion: the reported event of a loud noise coming from the centrimag motor was not confirmed. The returned centrimag motor (serial number (B)(6) was functionally tested at the european distribution center and was found to perform as intended. Atypical events were unable to be reproduced throughout testing, even when the motor¿s cable was manipulated. The motor was removed from service. Available information for this event indicates that the motor was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.